Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 8/28/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, urinary retention, abdominal pain and difficulty with urination. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.